Event description:
It was reported that the ilet pump powered off due to a depleted battery while the user was away from home, after which blood glucose rose to approximately 450 mg/dl and the user administered a subcutaneous insulin injection to correct, then later recharged the device and resumed therapy. Symptoms included fatigue, thirst, and elevated ketones consistent with hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed hyperglycemia with no device malfunction identified, and the event was attributed to usage issues involving not reverting to alternative therapy and failure to follow instructions when the device was allowed to run out of charge, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.